Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the customer experienced difficulty charging the pump with the usb cable. Reportedly, the usb cable was broken. Customer's blood glucose level was 413 mg/dl. The customer reverted to insulin pens for insulin therapy.